Manufacturer narrative:
Block h2: additional information: block d7a (sud reprocessed and reused?), block h8 (usage of device) and block h10 (additional MFR narrative). Block h6: device code a0402 captures the reportable event of balloon burst. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papilla during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2021. During the procedure, the contrast media was leaking from the balloon and it was noted that the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papilla during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2021. During the procedure, the contrast media was leaking from the balloon and it was noted that the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.